Event description:
It was reported resistance was encountered withdrawing this balloon catheter from the pt during a pulmonary artery valvuloplasty procedure. Continued exertion against resistance resulted in the balloon and a portion of the catheter detaching and remaining in the pt. An exchange was made for a large sheath and a snare was utilized to advance the detached balloon and catheter segment to the right femoral vein. A cutdown procedure was performed to successfully remove the detached balloon and catheter segment from the pt and repair the common femoral artery. Following removal of the sheath and balloon material, the pt developed a hematoma. No add'l treatment was required. The procedure was successfully completed with this balloon. The pt's condition is good and has since been discharged. This device has not been received for eval. Therefore, no failure analysis is available. As a lot number was not provided, a device history search could not be performed. This device was used in a pulmonary artery valvuloplasty which is a non-indicated procedure. Follow-up indicated continued exertion against resistance resulted in the balloon detaching in the pt. The co believes these factors may have contributed to this event. However, the co is unable to determine the exact cause for this event.